Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was mid left anterior descending that was described as 25mm in length, class c, and de novo with 99% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15mm voyager balloon at 8atm and a 2.5 x 18mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 2.5 x 15mm balloon at 18atm. The second lesion treated was proximal right coronary artery that was described as 18mm in length, class b1, and de novo with 95% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15mm voyager balloon at 10atm and a 2.5 x 23mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 2.5 x 15mm balloon at 18atm. As per the crf, cardiac enzymes was in normal range prior to the procedure, but the troponin I was 0.18 (0.05 ul) at 6-12 hours post index procedure; and 0.50 at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves. The elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, coenzyme q10, crestor, diovan, ferrous sulphate, glucophage, nitrostat, norvasc, prilosec, synthroid, toprol xl, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00380 and 3003742446-2012-00381.

Manufacturer narrative:
Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of cva/stroke ((B)(6) 2009), history of diabetes mellitus (type ii), history of allergy (darvocet a500), history of hypothyroidism, history of depression, history of back surgery, history of heart murmur, history of sleep apnea and history of gastroesophageal reflux disease. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was mid left anterior descending that was described as 25 mm in length, class c, and de novo with 99% stenosis. The reference vessel was 2.5 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15 mm voyager balloon at 8 atm and a 2.5 x 18 mm cypher rx was implanted at 14 atm. As a standard procedure, the stent was post-dilated with a 2.5 x 15 mm balloon at 18 atm. The second lesion treated was proximal right coronary artery that was described as 18 mm in length, class b1, and de novo with 95% stenosis. The reference vessel was 2.5 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15 mm voyager balloon at 10 atm and a 2.5 x 23 mm cypher rx was implanted at 14 atm. As a standard procedure, the stent was post-dilated with a 2.5 x 15 mm balloon at 18 atm. As per the crf, cardiac enzymes was in normal range prior to the procedure, but the troponin I was 0.18 (0.05 ul) at 6-12 hours post index procedure; and 0.50 at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves. The elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15117017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00380 and 3003742446-2012-00381.